Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: pending. This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6)-year-old female patient of unknown ethnicity. Medical history was not provided. Concomitant medication included insulin glargine for the treatment of diabetes mellitus, nebivolol hydrochloride for the treatment of blood pressure and clopidogrel bisulfate for blood thinning. The patient received insulin lispro (rdna origin) (humalog), via a cartridge, through a reusable pen (humapen ergo ii), for the treatment of diabetes mellitus, starting on (B)(6) 2004. Dose regimen and route of administration were not provided. On (B)(6) 2018, unknown time after last insulin lispro administration, she experienced a blood glucose increased to 240 (units or reference values were not provided), she used insulin lispro at noon, after that she unconsciously thrown away the insulin (as reported), she could not use insulin lispro on evening, then she was hospitalized. They did not support her at the hospital. The insulin was applied to the patient hardly. Information regarding corrective treatment, outcome of the event and further information was not provided. Insulin lispro therapy was ongoing. No follow up would be pursued since the reporter refused to be contacted and no treating physician contact details were provided. The operator of the device was the patient and her training status was not provided. The general device model duration of use was not provided. The suspect device age was approximately 14 years. Action taken with suspect device was not provided and its return was not expected. The reporting consumer did not provide an assessment of relatedness between the event and insulin lispro treatment or the device. Edit 10-jan-2019: updated medwatch and european and canadians (EU/ca) fields for expedited device reporting. No new information added.